Event description:
It was reported the device detected vf, but did not deliver therapy during the implant attempt. After it was removed from the patient, the device was hot to the touch, and there was a time out warning. It subsequently tested out of specification during manufacturer's analysis.